Event description:
It was reported that the sheath around the wire had fracture. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.